Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had the elective replacement indicator activated as well the device showed a power on reset. The device remains implanted and in use and will be evaluated upon explantation and return. No patient complications have been reported.

Event description:
It was reported that the device had the elective replacement indicator activated as well the device showed a power on reset. Additional information received indicated that the device has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery depletion-normal.